Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the user reported that the easyturn stylet came apart, and this was verified with relation to the j-shaped easyturn stylet that was returned. The returned straight easyturn stylet was determined to conform to established specifications.

Event description:
During the reported implant attempt, the device stylet disassembled into component pieces which led to difficulties while operating the fixation mechanism of the device.